Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on examination, the keypad cover was intact without damage. On testing, the up arrow, down arrow and ok buttons were unresponsive. The keypad cover was removed for investigation and did not reveal any evidence of button contact contamination. The audio bolus button cover was missing from the pump. There was moisture observed behind the display lens. A leak test was performed which confirmed moisture ingress into the pump at the missing audio bolus button cover. The pump was opened for inspection and revealed moisture inside the pump affecting the support bracket and the bolus button. There was an audio bolus button short due to the moisture; the up arrow, down arrow and ok buttons were unresponsive due to the shorted audio bolus button.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6). (B)(4).

Event description:
On (B)(6) 2015, the distributorr contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.